Event description:
It was reported that a vns patient has breast cancer and is undergoing radiation treatment. The physician inquired as to whether the vns system should be explanted. The relationship of the breast cancer to vns therapy is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.